Manufacturer narrative:
One opened or used enlite serter was inspected and tested. Serter passed per specifications, sensor inserted and released properly.

Event description:
Customer reported she experienced low blood glucose of 36 mg/dl. Customer stated that she received a calibration error and a change sensor alert. Customer stated she had issues with inserting the sensor; the sensor got stuck in the serter and she was able to pull it out. A second sensor was also stuck in the serter; the needle hub assembly did not release from the serter. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.